Manufacturer narrative:
Two controllers ((B)(6)) were returned for evaluation. Controller (B)(6) was disposed of prior to analysis. As a result, the reported loss of power and no sound event on the secondary controller could not be confirmed. Various analyses were conducted and reviewed to evaluate the performance of the returned controller (B)(6) in relation to the reported event. A review of the log files pertaining to (b)(64) revealed that the date and time was reset. This is an incidental finding not related to the reported event and was likely due to an extended period of time where the controller was not connected to a power source, depleting the real time clock internal battery. Failure analysis of controller (B)(6) revealed that the device passed visual examination. Functional testing revealed an inability to start the controller, thus confirming the reported loss of power event on the primary controller. Supplemental testing revealed that a fairchild metal¿oxide¿semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The mosfet was replaced with a known working mosfet transistor and the results revealed that the controller was able start and functioned as expected. The fairchild mosfet component may overheat prior to shorting. In addition, the power mosfet is in close proximity to the thermal fuse of the internal battery. It's possible that the heat generated by the mosfet prior to the failure could increase the environmental (ambient) temperature, causing the thermal fuse in the ¿no power¿ alarm circuit to open, resulting in a failure of the ¿no power¿ alarm. Once the temperature decreases, the thermal fuse will recover. This can explain why the no power alarm passed during testing. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a shorted fairchild mosfet. Based on an investigation conducted, it was determined that the mosfet can run more than twice as hot as the previous approved component. Based on the risk documentation, possible root causes for the "no power" event involving the secondary controller may be attributed to a faulty component and/or a disconnection of both power sources from the controller. Based on the risk documentation, possible root causes for the "no sound" event involving the secondary controller may be attributed to a faulty component and/or a faulty internal battery. Additional device(s) involved in event: (B)(6) method code(s): 4114. FDA results code(s): 3221. FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected g4 for previous submitted report: 2018-01-26 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual examination. Functional testing revealed that the unit was unable to start, confirming the reporting event. Supplemental testing revealed that a fairchild metal¿oxide¿semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The most likely root cause of the reported event can be attributed to a shorted fairchild mosfet. Once replaced, (B)(4) performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review the initial controller exhibited no power and an alarm fault. The replacement controller is associated with pain and burning sensation, no power, no alert of alarm, disconnected batteries showed full power after being disconnected. Both controllers have been replaced.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0 d4: controller 1.0 / (B)(4) / model #: 1420 / expiration date: 2018-05-31 UDI #: (B)(4) available for eval: yes, return date: 2017-11-10 evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 2017-05-31 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a burning feeling in their chest and they felt like they were dying. The patient noted that the controller was off and the batteries showed no power. The patient indicated that they had just exchanged a depleted battery for a fully charged battery within 30 minutes of the event. There were no audible or visual alarms associated with this controller incident. The patient was able to change to the backup controller and normal ventricular assist device (vad) function resumed. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.